Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a PICC like fracture. The patient came in for a routine line flush and it was noted when the device was being flushed. The PICC line fracture is actually outside the patient¿s body so there was no tissue infiltration. Power PICC. PICC line was inserted (B)(6) 2022. Cut to 50cm 11cm external. Fracture noted at 4cm. Datix completed u330568.